Manufacturer narrative:
Investigation: this complaint has been evaluated as type 2 investigation case. No photo or samples have been received for this complaint. Batch record review was conducted with the following findings: the urinary catheter in question was packed under sap material ID 1718776 and manufacturing lot 5k04306, in quantity (B)(4) pcs in october 2025 on the packaging machine p009, at center c2. No nonconformances were identified for this lot. One similar complaint was received for lot 5k04306 and malfunction code "uca-pmc07.04.01 incorrect coude tip alignment (relative to markings) for gentlecath glide." - (B)(4) (no photo, 30 affected pieces). The machine logbook was reviewed, and no records related to this issue were found. Additionally, no ncs were identified during the sterilization process. The urinary catheters were produced under sub-assembly lot 5k02160 on catheter machine a116. All raw materials used in the production of the affected lots were verified to be correct and within specification. No nonconformances were identified during the production of these lots. According to process instruction - the indicator on the connector must be positioned correctly depending on the orientation of the bent end of the tubing. The orientation of the connector must be in accordance with the drawing and instruction. Process and quality checks were performed and documented in accordance with standard procedures. No manufacturing-related root cause was identified. The affected quantity is within the aql 0.4 limit. This issue will be monitored through the post market product monitoring review process. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 1 of 30 based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user reports the notch on the catheter funnel is not aligned to the coude tip. Reports it looks like there is a 30-degree misalignment. End user reports all the catheters in the box were affected. There was no harm reported. No additional information was provided.